Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the package was broken before procedure. Stopped to use and discarded. There was no patient consequence reported. Another device was changed to complete the surgery. No additional information can be provided.